Event description:
It was reported that the right ventricular lead dislodged nine days after the procedure. It was noted that the lead exhibited failure to capture. During the repositioning process, the helix was unable to extend. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, and the helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed while the reported event of failure to capture was not confirmed. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found the outer coil was offset consistent with procedural damage. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.